Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported alarm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. During evaluation, the device underwent clear passage and clamp function testing with no issues noted. A simulated therapy was successfully performed using the returned sample. Upon conclusion of the investigation, the device was determined to meet product specifications related to the reported alarm. The cause of the reported system error 2240 alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient stated they would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.